Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xiitp6510, (osseotite® tapered certain® prevail® implant 6/5 x 10mm) for evaluation. Visual evaluation was performed. The implant had signs of use with bone debris on its external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2021060918. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021060918 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has not occurred. No damage to the implant was identified that would cause or contribute to the event. The reported event non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient has been on xgena (bisphosnates), possibly the cause of failure (necrotic bone). Per indicated: symptoms as a result of the event: bone loss/necrotic bone surgical/medical intervention required for permanent damage: implant removed. Additional appointment required: cbct 6 months. Was the procedure completed using another implant or another device? No. Site grafted: mineross, on (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number: (B)(6). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.